Event description:
During burring femur surface burr guard detached from rotary attachment several times. Observed scrub tech assemble during setup, requested surgeon tighten prior to burring. No debris noted in either attachment. Left medial 3.0 pka surgery delayed due to having to stop and reattach. ***additional information***: delayed less than 15 minutes.

Manufacturer narrative:
Reported event: during burring femur surface burr guard detached from rotary attachment several times. Observed scrub tech assemble during setup, requested surgeon tighten prior to burring. No debris noted in either attachment. Left medial 3.0 pka surgery delayed due to having to stop and reattach. ***additional information***: delayed less than 15 minutes. Product evaluation and results: visual inspection. Visual inspection shows no damage to the part. Dimensional inspection: dimensional inspection was not completed as the function inspection confirmed the failure. Functional inspection: functional inspection shows the part will mate properly with multiple long guard; however, when assembled with the long guard in the complaint, the two devices will not assembly easily. The use of an additional tool is required. The materials were confirmed during inspection via material certifications. Product history review: review of the device history records indicate 10 devices were manufactured and accepted into final stock on 11/20/2014. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 204990, lot number 40m8876780 shows no additional complaints related to the failure in this investigation. Conclusions: based on physical investigation of the part, the failure mode was confirmed. No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During burring femur surface burr guard detached from rotary attachment several times. Observed scrub tech assemble during setup, requested surgeon tighten prior to burring. No debris noted in either attachment. Left medial 3.0 pka surgery delayed due to having to stop and reattach. Delayed less than 15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During burring femur surface burr guard detached from rotary attachment several times. Observed scrub tech assemble during setup, requested surgeon tighten prior to burring. No debris noted in either attachment. Left medial 3.0 pka surgery delayed due to having to stop and reattach. Delayed less than 15 minutes.